Event description:
The customer observed falsely elevated co2 patient results generated on the architect c8000 processing module for 3 patients. The initial patient results were not reported out. The samples were sent out to a reference lab and lower results were generated. The following data was provided: sid (B)(6), initial result = 48 reference lab result = 20, sid (B)(6), initial result = 50 reference lab result = 20, sid (B)(6), initial result = 47 reference lab result = 19. Patient reference range 22-29 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A review of tracking and trending data did not identify any increase in complaints for the product for the issue. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect carbon dioxide assay, lot 66828uq08 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid: (B)(6).

Event description:
The customer observed falsely elevated co2 patient results generated on the architect c8000 processing module for 3 patients. The initial patient results were not reported out. The samples were sent out to a reference lab and lower results were generated. The following data was provided: sid: (B)(6), initial result = 48 reference lab result = 20. Sid: (B)(6), initial result = 50 reference lab result = 20. Sid: (B)(6), initial result = 47 reference lab result = 19. Patient reference range 22-29 mmol/l there was no impact to patient management reported.